Manufacturer narrative:
(B)(4). D10: 00434903606, 36mm ã +6mm offset poly liner 63842505; unknown screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 03337, 0001822565 - 2023 - 03350.

Event description:
It was reported that the patient was revised due to the nerve pain caused by the superior screw being too long. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.